Event description:
It is reported that a customer's insulin pump makes an odd noise as if there is sand in the device when the pump is in the rewind sequence. The patient's blood glucose level was 106 mg/dl at the time of the call. The customer stated that other than the noise the pump works as designed. The customer does not feel comfortable with their insulin pump and insisted on having their pump replaced. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump functioned properly during rewind and displacement test. However, the motor made a very loud noise during rewind due to faulty motor. All of the buttons functioned properly. No keypad anomaly noted during testing. The keypad connector was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.